Event description:
It was reported that the patient contacted the clinic to report an error code on the patient programmer. Upon interrogation, it was noted that the device was noting end of service (eos) only six weeks post-implant. Telemetry confirmed the eos status of the device. Impedances were all within normal limits. It was noted that the patient had a completely unrelated surgery after the issue was reported, and the plan was to wait for the patient to recover before scheduling the battery replacement surgery. The patient was placed on the waiting list for a device replacement, and the plan was to replace with a rechargeable device; it was noted the replacement may not occur until (B) (6) 2010.

Manufacturer narrative:
(B) (4).